Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : conclusion and justification status: the complaint states it states metal wear after hip-tep with ceramic on metal combination. A review of complaint databases did not identify any anomalies. A review of manufacturing records did not identify any anomalies. The supplier report was received (see attached) which states; protocols and certificate of conformance were reviewed. The quality documents show that the values obtained meet specification. The component properties and microstructures as obtained from the quality documents meet the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Due to lack of ceramic parts further investigations cannot be done. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4). Device history lot ==> 3074923. Device history review ==> product code 136536320, work order (B)(4) was manufactured on 30th january 2010. (B)(4) were manufactured per specification and all raw materials met specification if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it states metal wear after hip-tep with ceramic on metal combination. Update oct 19, 2017 and oct 25, 2017: email notification received. There is no new information. Part/lot information updated. This complaint was updated on oct 30, 2017. / / investigation method: investigation methods: was patient affected: yes. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: no. Product checked: no. Label checked: no. Product pulled from stock for inspection: no. Investigation results: the complaint was received on jul 21, 2017. A review of complaint databases or manufacturing records could not be conducted as no product details were received. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: conclusion and justification status: the complaint states it states metal wear after hip-tep with ceramic on metal combination. A review of complaint databases or manufacturing records could not be conducted as no product details were received. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It states metal wear after hip-tep with ceramic on metal combination. Update oct 19, 2017 and oct 25, 2017: email notification received. There is no new information. Part/lot information updated.